Event description:
Devilbiss healthcare identified a suction unit with a complaint of "motor running, no suction." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the no suction condition was an umbrella check valve dislodged from the compressor cylinder. Devilbiss has an active CAPA associated with umbrella valve complaints.